Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence; however, the issue of foreign material contamination is a known risk. Should additional facts propmt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a followup report will be submitted.

Event description:
In 3 days, 4 times catheter of the patient has been changed, devices of the same box, same batch. No clinical consequences. 1 time the patient tore on the catheter & 1 time the balloon was torn. Aged patient, no pieces left in the bladder.